Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the quick coupling device generated a lot of heat while operating. It was further reported that the tension lever was pulled to fix the wire; however, the wire was not secured. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the handpiece coupling failed. It was further determined that the device was fractured. It was further determined that the device failed pretest for general condition and check the handpiece coupling. The assignable root cause was determined to be due to component failure from wear.